Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted through a saphenous vein graft to reach a target lesion in right coronary artery. The severely calcified lesion was pre-dilated with a 2.5mm by 9mm ptca balloon prior to the insertion of the stent delivery system. The stent was inserted to the lesion site, however, it was noticed under fluoroscopy that the stent had moved proximally on the delivery balloon. Therefore, the stent delivery system was pulled back to the vein graft and was subsequently deployed in the graft. There was no further treatment to the target lesion. The pt was reported to be fine post procedure and there is no add'l clinical sequelae reported related to the event. The insertion of the device through the vein graft to reach the target lesion and the calcified lesion not being 1:1 pre-dilatated may have contributed to the event.